Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression") and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression and pain outcome was unknown. The reporter considered autoimmune disorder, depression, pain and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"), sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis") and thyroid cancer ("tumor/teratoma/cancer - type - thyroid cancer") in an adult female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included ovarian cyst, cholecystectomy in 2010, adnexa uteri cyst, sarcoidosis, pneumonia, asthma aggravated in 2011, aortic dissection, myocardial infarction, embolism pulmonary, endometriosis, follicular cyst of ovary, autoimmune disorder, urinary tract infection, uterine ablation, back disorder in 2010, muscle cramps from 2008 to 2017, nausea from 2010 to 2017 and attention deficit disorder in 2010. Previously administered products included for contraception: paragard; for an unreported indication: zofran, lopamidol and morphine. Concomitant products included cetirizine hydrochloride, colecalciferol (vitamin d3), diclofenac, fluticasone propionate;salmeterol xinafoate (advair), formoterol fumarate;mometasone furoate (dulera), gabapentin (gabapentine), hydrocodone, hydroxychloroquine, levothyroxine, liothyronine, lorazepam (ativan), montelukast, morphine, omeprazole, oxycodone, oxycodone hydrochloride (oxycontin), prednisone, sertraline and umeclidinium bromide (incruse). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant), vitiligo ("rashes or skin conditions type : vitiigo"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with ibuprofen, nsaids and surgery (bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, sarcoidosis, thyroid cancer, depression, arthralgia, myalgia, vitiligo, nausea, dysmenorrhoea, abdominal pain lower and fatigue outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, arthralgia, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, myalgia, nausea, pelvic pain, sarcoidosis, thyroid cancer, vitiligo and weight increased to be related to essure. The reporter commented: 6 coils on the right side and 3 coils on the left side. Specimens: endocervical curettage and endometrial curettings. Current weight (B)(6). Discrepancy in essure insertion date as previously reported (B)(6) 2010 and currently reported in pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on an unknown date: there is some. Cystic change of the ovaries. The uterus is ant everted. Tubal ligation clips are seen. There is a 3.5 x 4.4 cm cyst on the right ovary. There is a 2.2 x 2.5 cm cyst in the left ovary. There is no bowel obstruction free air, free fluid or adenopathy. The vascular and bony structures are grossly intact. There is a moderate amount of fecal debris throughout the colon. Impression: . 1. Cystic change of both ovaries as described outpatient ultrasound may be consider for further evaluation 2. Fecal stasis.. Pathology test - on (B)(6) 2017: diagnosis: right ovary and bilateral fallopian tubes, removal right ovary: endometriosis and follicular cyst. Right fallopian tube: endometriosis is identified. The fallopian tube epithelium shows no evidence of malignancy. Left fallopian tube: nondiagnostic findings. The fallopian tube epithelium shows no evidence of malignancy preop diagnosis: chronic pelvic pain, complication essure coils gross description: specimen a is labeled -left fallopian lube· essure coils, right fallopian tube and ovary - essure coils ," the specimen consist, of two pink to gray fallopian tube segments measuring up to 7.50m in length and 0.5 cm in diameter. Both I display fimbriated ends, protruding from the lumen at the proximal resection margin of both fallopian tube segments are ' coiled metallic essure wires measuring up to 4.0 cm in length and 0.2 cm in diameter, attached to both fimbriated ends are clear fluid filled cysts up to 1.0 cm in greatest dimension. Attached to one fallopian tube is a tan pink to gray ovar measuring 4.5 cm in greatest dimension. A previously-opened hemorrhagic ovarian cyst is present measuring 2.8 cm in greatest dimension. No papillary excrescences grossly identified within the cyst wall lining, no other lesions are noted.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound 4.3 x 3.5 cm right adnexal cyst. Incidentally noted is a benign-.appearing right ovarian cyst, normal for a menstrual age female. Incidentally noted is a dominant 3.7 x 3.6 x 3.7 cm cyst associated with the right ovary.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and autoimmune disorder ("autoimmune disease") in an adult female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, cholecystectomy, adnexa uteri cyst, sarcoidosis, pneumonia, asthma aggravated, aortic dissection, myocardial infarction, embolism pulmonary, endometriosis, follicular cyst of ovary, autoimmune disorder, urinary tract infection and uterine ablation. Previously administered products included for an unreported indication: lopamidol, zofran and morphine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression") and pain ("pain"). The patient was treated with ibuprofen, nsaids and surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression and pain outcome was unknown. The reporter considered autoimmune disorder, depression, pain and pelvic pain to be related to essure. The reporter commented: 6 coils on the right side and 3 coils on the left side. Specimens: endocervical curettage and endometrial curettings. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is some. Cystic change of the ovaries. The uterus is ant everted. Tubal ligation clips are seen. There is a 3.5 x 4.4 cm cyst on the right ovary. There is a 2.2 x 2.5 cm cyst in the left ovary. There is no bowel obstruction free air, free fluid or adenopathy. The vascular and bony structures are grossly intact. There is a moderate amount of fecal debris throughout the colon. Impression: . 1. Cystic change of both ovaries as described outpatient ultrasound may be consider for further evaluation 2. Fecal stasis. Pathology test - on (B)(6) 2017: diagnosis: right ovary and bilateral fallopian tubes, removal. Right ovary: endometriosis and follicular cyst. Right fallopian tube: endometriosis is identified. The fallopian tube epithelium shows no evidence of malignancy. Left fallopian tube: nondiagnostic findings. The fallopian tube epithelium shows no evidence of malignancy. Preop diagnosis: chronic pelvic pain, complication essure coils. Gross description: specimen a is labeled -left fallopian lube· essure coils, right fallopian tube and ovary - essure coils ," the specimen consist, of two pink to gray fallopian tube segments measuring up to 7.50m in length and 0.5 cm in diameter. Both I display fimbriated ends, protruding from the lumen at the proximal resection margin of both fallopian tube segments are ' coiled metallic essure wires measuring up to 4.0 cm in length and 0.2 cm in diameter, attached to both fimbriated ends are clear fluid filled cysts up to 1.0 cm in greatest dimension. Attached to one fallopian tube is a tan pink to gray ovar measuring 4.5 cm in greatest dimension. A previously-opened hemorrhagic ovarian cyst is present measuring 2.8 cm in greatest dimension. No papillary excrescences grossly identified within the cyst wall lining, no other lesions are noted. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound 4.3 x 3.5 cm right adnexal cyst. Incidentally noted is a benign-.appearing right ovarian cyst, normal for a menstrual age female. Incidentally noted is a dominant 3.7 x 3.6 x 3.7 cm cyst associated with the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received: lot number, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"), sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis") and thyroid cancer ("tumor/teratoma/cancer - type - thyroid cancer") in an adult female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included ovarian cyst, cholecystectomy in 2010, adnexa uteri cyst, sarcoidosis, pneumonia, asthma aggravated in 2011, aortic dissection, myocardial infarction, embolism pulmonary, endometriosis, follicular cyst of ovary, autoimmune disorder, urinary tract infection, uterine ablation, back disorder in 2010, muscle cramps from 2008 to 2017, nausea from 2010 to 2017 and attention deficit disorder in 2010. Previously administered products included for contraception: paragard; for an unreported indication: zofran, lopamidol and morphine. Concomitant products included cetirizine hydrochloride, cholecalciferol (vitamin d3), diclofenac, fluticasone propionate;salmeterol xinafoate (advair), formoterol fumarate;mometasone furoate (dulera), gabapentin (gabapentin), hydrocodone, hydroxychloroquine, levothyroxine, liothyronine, lorazepam (ativan), montelukast, morphine, omeprazole, oxycodone, oxycodone hydrochloride (oxycontin), prednisone, sertraline and umeclidinium bromide (incruse). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("cramping"). In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant), vitiligo ("rashes or skin conditions type : vitiligo"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with ibuprofen, nsaids and surgery (bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, sarcoidosis, thyroid cancer, depression, arthralgia, myalgia, vitiligo, nausea, dysmenorrhoea, abdominal pain and fatigue outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, arthralgia, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, myalgia, nausea, pelvic pain, sarcoidosis, thyroid cancer, vitiligo and weight increased to be related to essure. The reporter commented: 6 coils on the right side and 3 coils on the left side. Specimens: endocervical curettage and endometrial curettings. Current weight 285 lbs. Discrepancy in essure insertion date as previously reported (B)(6) 2010 and currently reported in pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Computerised tomogram abdomen - on an unknown date: there is some. Cystic change of the ovaries. The uterus is ant everted. Tubal ligation clips are seen. There is a 3.5 x 4.4 cm cyst on the right ovary. There is a 2.2 x 2.5 cm cyst in the left ovary. There is no bowel obstruction free air, free fluid or adenopathy. The vascular and bony structures are grossly intact. There is a moderate amount of fecal debris throughout the colon. Impression: . 1. Cystic change of both ovaries as described outpatient ultrasound may be consider for further evaluation 2. Fecal stasis. Pathology test - on (B)(6) 2017: diagnosis: right ovary and bilateral fallopian tubes, removal right ovary: endometriosis and follicular cyst. Right fallopian tube: endometriosis is identified. The fallopian tube epithelium shows no evidence of malignancy. Left fallopian tube: nondiagnostic findings. The fallopian tube epithelium shows no evidence of malignancy. Preop diagnosis: chronic pelvic pain, complication essure coils gross description: specimen a is labeled -left fallopian lube· essure coils, right fallopian tube and ovary - essure coils ," the specimen consist, of two pink to gray fallopian tube segments measuring up to 7.50m in length and 0.5 cm in diameter. Both I display fimbriated ends, protruding from the lumen at the proximal resection margin of both fallopian tube segments are ' coiled metallic essure wires measuring up to 4.0 cm in length and 0.2 cm in diameter, attached to both fimbriated ends are clear fluid filled cysts up to 1.0 cm in greatest dimension. Attached to one fallopian tube is a tan pink to gray ovary measuring 4.5 cm in greatest dimension. A previously-opened hemorrhagic ovarian cyst is present measuring 2.8 cm in greatest dimension. No papillary excrescences grossly identified within the cyst wall lining, no other lesions are noted.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound 4.3 x 3.5 cm right adnexal cyst. Incidentally noted is a benign-.appearing right ovarian cyst, normal for a menstrual age female. Incidentally noted is a dominant 3.7 x 3.6 x 3.7 cm cyst associated with the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : reporter information, consumer's history, concomitant medication added. New events autoimmune disorder was updated with hashimoto's disease /sarcoidosis, rashes or skin conditions type: vitiligo, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: thyroid cancer, fatigue, weight gain / loss: weight gain added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"), sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis") and thyroid cancer ("tumor/teratoma/cancer - type - thyroid cancer") in an adult female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included ovarian cyst, cholecystectomy in 2010, adnexa uteri cyst, sarcoidosis, pneumonia, asthma aggravated in 2011, aortic dissection, myocardial infarction, embolism pulmonary, endometriosis, follicular cyst of ovary, autoimmune disorder, urinary tract infection, uterine ablation, back disorder in 2010, muscle cramps from 2008 to 2017, nausea from 2010 to 2017 and attention deficit disorder in 2010. Previously administered products included for contraception: paragard; for an unreported indication: zofran, lopamidol and morphine. Concomitant products included cetirizine hydrochloride, cholecalciferol (vitamin d3), diclofenac, fluticasone propionate;salmeterol xinafoate (advair), formoterol fumarate;mometasone furoate (dulera), gabapentin (gabapentin), hydrocodone, hydroxychloroquine, levothyroxine, liothyronine, lorazepam (ativan), montelukast, morphine, omeprazole, oxycodone, oxycodone hydrochloride (oxycontin), prednisone, sertraline and umeclidinium bromide (incrusted). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In december 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant), vitiligo ("rashes or skin conditions type : vitiligo"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with ibuprofen, nsaids and surgery (bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, sarcoidosis, thyroid cancer, depression, arthralgia, myalgia, vitiligo, nausea, dysmenorrhoea, abdominal pain lower and fatigue outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, arthralgia, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, myalgia, nausea, pelvic pain, sarcoidosis, thyroid cancer, vitiligo and weight increased to be related to essure. The reporter commented: 6 coils on the right side and 3 coils on the left side. Specimens: endocervical curettage and endometrial curettings. Current weight 285 lbs. Discrepancy in essure insertion date as previously reported (B)(6) 2010 and currently reported in pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Computerised tomogram abdomen - on an unknown date: there is some. Cystic change of the ovaries. The uterus is ant everted. Tubal ligation clips are seen. There is a 3.5 x 4.4 cm cyst on the right ovary. There is a 2.2 x 2.5 cm cyst in the left ovary. There is no bowel obstruction free air, free fluid or adenopathy. The vascular and bony structures are grossly intact. There is a moderate amount of fecal debris throughout the colon. Impression: . 1. Cystic change of both ovaries as described outpatient ultrasound may be consider for further evaluation 2. Fecal stasis. Pathology test - on (B)(6) 2017: diagnosis: right ovary and bilateral fallopian tubes, removal right ovary: endometriosis and follicular cyst. Right fallopian tube: endometriosis is identified. The fallopian tube epithelium shows no evidence of malignancy. Left fallopian tube: nondiagnostic findings. The fallopian tube epithelium shows no evidence of malignancy preop diagnosis: chronic pelvic pain, complication essure coils gross description: specimen a is labeled -left fallopian lube· essure coils, right fallopian tube and ovary - essure coils ," the specimen consist, of two pink to gray fallopian tube segments measuring up to 7.50m in length and 0.5 cm in diameter. Both I display fimbriated ends, protruding from the lumen at the proximal resection margin of both fallopian tube segments are ' coiled metallic essure wires measuring up to 4.0 cm in length and 0.2 cm in diameter, attached to both fimbriated ends are clear fluid filled cysts up to 1.0 cm in greatest dimension. Attached to one fallopian tube is a tan pink to gray ovar measuring 4.5 cm in greatest dimension. A previously-opened hemorrhagic ovarian cyst is present measuring 2.8 cm in greatest dimension. No papillary excrescences grossly identified within the cyst wall lining, no other lesions are noted. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound 4.3 x 3.5 cm right adnexal cyst. Incidentally noted is a benign-.appearing right ovarian cyst, normal for a menstrual age female. Incidentally noted is a dominant 3.7 x 3.6 x 3.7 cm cyst associated with the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2019: coding correction done. Event cramping coding were updated as abdominal pain lower. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression") and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression and pain outcome was unknown. The reporter considered autoimmune disorder, depression, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.